Event description:
It was reported by the customer that on (B)(6) 2010, the fiber cap detached and the fiber tip blew at 75,382 joules. Also, it was reported that the fiber tip was retrieved. No pt injury was reported.